Manufacturer narrative:
It was reported that the user lost consciousness due to a low glucose event on 26-aug-2024. The following example set was provided related to the hypoglycemia event: sg 85 mg/dl - bg 53 mg/dl on (B)(6) 2024 around 09:00am. A review of the data management system (dms) data was performed, and it showed that on (B)(6) 2024 at 9:03 am user's sg value was 87 mg/dl, and no bg value was entered. After dms review, it was confirmed that the user didn't receive a low glucose alert at the time of the event because the sg was above the low alert level. However, it was confirmed that the sg was trending down and by 9:18 am, the user received a low glucose alert when the sg was at 64 mg/dl. As per case notes, at the time of the event, when the user woke up, he felt faint, he had a tremor, was weak and felt he had low sugar. The user drank a glass of juice, then lost consciousness. The user was then treated with glucagon (fast-acting sugar) by his mother and then emergency services were called, an ambulance arrived at the scene, then the user regained consciousness and his sugar was measured as 300 mg/dl on a glucometer. The user's hcp was not aware of the event; the user was advised to follow up with the hcp for further medical guidance. The user also reported differences between the bg and sg readings in the associated sensor inaccuracies case. Upon review, it was determined that the system had experienced a brief period of instability, and the user was recommended to allow the system a few more days to stabilize, entering additional calibrations as requested. B4. Date of this report (B)(6) 2024. G3. Date received by the manufacturer? 14 october 2024. H3. Device evaluated by manufacturer? Yes h6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in a supplemental report.

Event description:
Senseonics was made aware of a serious adverse event where the patient lost consciousness due to hypoglycemia. The event happened on 26 august 2024. At the time of event, the patient was awake and after drinking a glass of juice, the patient fainted. The patient also had tremors and weakness. The patient's mother gave fast acting sugar (glucagen) and called emergency services. The ambulance arrived at the scene who measured the glucose and it was 300 mg/dl. At the time of incident, the blood glucose (bg) was 53 mg/dl and the sensor glucose (sg) reading was 85 mg/dl. The system did not provide alerts as sg value was above the low glucose alert threshold, which was set at 70 mg/dl.